Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the pump was updated to minimum rate. The patient was starting to experience symptoms of withdrawal, and the hcp was trying to determine if it was safe to take the patient into surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity and other spasticity. The date of the event was (b)(6 2017. It was reported the personal therapy manager (ptm) had an error code of 8476. A motor stall occurred (B)(6) 2017 at 1922. The patient was doing well and did not have any symptoms. The pump will be replaced and returned to the manufacturer. Catheter troubleshooting may also be done. The plan was to follow up with the healthcare provider. No further complications were reported/anticipated